Manufacturer narrative:
Eval summary: no illuminator was returned for the light probe being mobile and not fixed (detachment). For the final lot, two illuminator lots were used to make up the final lot. A device history record review for each of the illuminator lots was conducted. According to the device history record reviews, both lots were reprocessed for anomalies that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met MFR's acceptance criteria. No add'l investigation is required based on device history review. A complaint history examination indicates no add'l complaints were associated with the illuminator lots. Because a sample was not returned and the lot info provided indicated the product was released to MFR's acceptable criteria, the root cause for customer complaint issue cannot be determined. This particular type of illuminator has had a detachment issue in the past due to a bond failure when force is applied onto the distal end of the illuminator. (B)(4).

Event description:
A pharmacist reported that the tip of the light probe was mobile and it was not fixed during surgery. The metallic tip was mobile and then got retracted in the plastic part. Another pak was opened to end the surgery. There were no consequences to the pt. Add'l info has been requested but not received to date.